Manufacturer narrative:
The exact event date and explant date was not available, therefore the date 01/01/2025 was used as an estimate, based on the report that the removal surgery was performed three months ago. The exact implant date was not available, therefore the date (B)(6) 2023 was used as an estimate, based on the report that the device was implanted two years ago. Concomitant product UDI for pump is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) cuff perforated the urethra. A surgical procedure was performed to remove all the components and, several months later, a new aus was implanted. No additional patient complications were reported.